Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed error message code "error 42" on the monitor screen and would not charge. The complainant indicated that there was no pt involvement in the reported failure.